Event description:
It was reported that the customer is having scale issues with go bed ii beds, serial numbers: (B)(4). The issue will be investigated and any beds that are repaired will be documented in a separate MDR if they meet the requirements as cited in 21 cfr part 803.

Manufacturer narrative:
The purpose of this report is to notify stryker that there are (B)(4) beds with the scale issues (sns noted in the event description). The field technician will be documented in separate mdrs if required by 21 cfr part 803.